Manufacturer narrative:
Integra has completed their internal investigation on 11/10/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: (B)(4); the radiolucent retractor system received with booth support clamps and the halo ring apart. The slot at the support clamps is cut out to small for smooth movement of the slide body. The retaining o-ring also deformed and the screw got loosens, because of the pressure. Device history record reviewed for this product ID (B)(4) lot code# 144 manufactured on may 01, 2014 (qty (B)(4)) show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "broken unit¿ for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause could not be determined, the slot at the support clamps is cut out to small for smooth movement of the slide body, this lead to the fact that the retaining o-ring got deformed and the screw got loosen, because of the pressure.

Event description:
The unit was broken since the handle was turned too tight. Additional information was received on (B)(6) 2015 with the following: the product problem occurred during a craniotomy for a parietal tumor procedure on (B)(6) 2015. Patient age and gender were not provided. The position of the patient was not modified. There was no patient injury reported. The event led to an increase in surgery time (time for changing the system to use another one)